Event description:
It was reported that: rn was unable to thread a-line catheter. Attempted to withdraw catheter and guidewire. The guidewire became stuck inside of the patient. When it was pulled out, the guidewire was curled at the end. Provider assessed and concluded no part of the guidewire was left in the patient. Patient was fine post procedure. No harm was reported.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for evaluation. Signs of use were observed on the returned device. The guide wire was partially advanced into the needle cannula. Visual inspection of the guide wire after removing it from the device assembly revealed the guide wire was unraveled from the distal end. The core wire separated directly adjacent to the distal weld. Microscopic examination confirmed the damage. The separated core wire tip appeared discolored at the point of separation. Visual inspection of the proximal and distal ends of the needle cannula revealed no visible adhesive residue. Further inspection with a uv light was performed, and no adhesive was noted. Significant amounts of dried biomaterial were observed. The broken core wire length measured 5 1/8" which is within the specifications of 5 1/32"-5 7/32" per product drawing. The guide wire outer diameter measured 0.44mm which is within the specifications of 0.432-0.457mm per product drawing. The outer diameter of the needle cannula measured 0.0281" which is within the specifications of 0.0280"-0.0285" per product drawing. Functional inspection of the returned device was performed per the product instructions for use (IFU) which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The returned guide wire was not able to pass through the returned needle cannula due to the damage. A lab inventory guide wire was threaded through the returned needle cannula. Minor resistance was observed, likely due to the significant amounts of biomaterial inside the needle cannula. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a damaged guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was unraveled from the distal end. The guide wire and needle cannula met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Based on these circumstances , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: rn was unable to thread a-line catheter. Attempted to withdraw catheter and guidewire. The guidewire became stuck inside of the patient. When it was pulled out, the guidewire was curled at the end. Provider assessed and concluded no part of the guidewire was left in the patient. Patient was fine post procedure. No harm was reported.

Manufacturer narrative:
(B)(4).